Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow valve and check valve were replaced to resolve the reported issue. H3 other text : a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow valve and check valve were replaced to resolve the reported issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.